Event description:
It was reported that prior to a gastric bypass procedure, the device blocked before firing. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Damaged firing trigger teeth. Additional information was requested and the following was obtained: did the device deliver any staples or a cut line before it blocked? No. Were any of the forces higher or lower than expected (closing or opening)? No. On which firing(s) did this event occur (1st, 2nd, 8th, etc.)? 1st. What color cartridge was being used? Blue the analysis results found that the ats45 device was received with the firing mechanism damaged and with a tr45w reload loaded in the device. The reload was received fully loaded with staples and with the lockout spring normal. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.